Event description:
It was reported that noise on both right ventricular (rv) and right atrial (ra) leads were noted. The noise was reproducible and was over-sensed. The patient will be monitored and no plans for any intervention as the patient has a terminal cancer diagnosis.